Event description:
Caller reports the lancet needle came out of the safe-t-pro device. Caller reports an accidental stick to a staff member with a previously used needle; testing was done and will monitor at 6 months and a year. Caller also reports a 2nd event where the lancet needle came out of the safe-t-pro device; no accidental stick reported with this event. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.